Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor failure 1001" error message and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll singapore for evaluation. The customer's report of "no power" was observed and attributed to the power interface module (pim). The pim board assembly was replaced to resolve the report. The customer's report of "compressor failure - 1001" was observed and attributed to the smart pneumatic module board (spm). The spm assembly was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.